Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was not returned to olympus for inspection, and a root cause could not be identified due to the lack of available findings. Based on the investigation results, a definitive cause for the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had error e216 (scope communication error code). There were no reports of patient harm.